Manufacturer narrative:
Updated blocks: b5 and h6.

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: e1, e2, e3, h3 & h6. Per the user facility, the issue occurred once, then did not occur again. The field service representative (fsr) could not duplicate the reported complaint. The roller pump passed all inspections/release testing. The until operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump display went blank. As mitigation, the team used the controls on the central control monitor (ccm). There were no reported consequences to the patient. No other details regarding the nature of this event were provided.